Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the device implant procedure, episodes of post paced t-wave oversensing were observed. The physician decided to not take any action. The patient was in stable condition.